Event description:
This is a vascular intervention case. The complaint was received from the cardiac cath lab. The customer stated that the tip of a turbo elite catheter (B)(4) was "melted off" while inside a patient artery. The customer stated the tip was not retrieved, remains in the patient anatomy, and was visualized in the anterior tibial artery by utilizing fluoroscopy. There was a strongly calcified lesion in the artery. The physician was not able to get even a 1.5 mm balloon past it. He was able to get a wire past, then tried a 0.9 mm te to open up the channel a bit more. He was putting considerable forward push on the te. The first indication of status decline in the patient was no blood flow to the foot. It is understood that another atherectomy device was used to treat the target lesion, thereby creating a channel to deliver the 1.5 mm balloon. The procedure was completed by balloon angioplasty. The laser atherectomy with 0.9 mm turbo elite took place in the right anterior tibial artery, where the incident occurred. It was preceded by an orbital atherectomy in the peroneal artery.

Manufacturer narrative:
Considerations in determining outcomes attributed to adverse event were the following: the patient had no acute injury arising from the event. The purpose of the change from the te to balloon angioplasty was to continue the procedure, not to prevent permanent impairment from the event. The category other serious was selected because the foreign body resulting from the event introduces some increased level of risk of future injury to the patient. The customer stated that the catheter appears to be missing part of the radiopaque marker band. The catheter is not available for return because the hospital's risk management department is keeping it for their investigation. However, photos are available. While the failure mode cannot be confirmed or refuted without the actual device, the photos indicate that the distal tip remains fully intact. It would be difficult to separate a portion of the band from the device without removing the whole band. There doesn't appear to be evidence of damage to the band. The epoxy plug appears to be intact (the plug captures the band distally to prevent separation of the outer band). The outer band appears to be present. A partial section of the band is not likely to be visible under fluoroscopy as a complete outer band is barely visible, and the band in this case is the smallest one offered for our laser product. Radiopacity testing is part of validation for catheters. Hospital kept product to investigate.

Manufacturer narrative:
Catheter investigation summary - the visual inspection of the device returned found the tip was still intact with the marker band and epoxy. The epoxy was charred and a very small amount was missing; however, this is consistent with lasing in a heavily calcified lesion.